Event description:
Pt was revised to address dislocation attributed to retroversion of the cup.

Manufacturer narrative:
Although the exact date of the primary surgery is unk, it was reported to have occurred within the last year. Examination was not possible, as the devices were not returned. Review of the device history records was also not possible, as the prod and lot codes were unavailable. The investigation could not verify or identify any evidence of prod contribution to the reported event with the info available. Based on the investigation, the need for corrective action is not indicated. Should add'l info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.